Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that the patient received therapy from the device due to oversensing of t waves that was attributed to the integrated bipolar right ventricular (rv) lead design. It was noted that the patient was in a sinus tachycardia rhythm around 150 bpm while attending school when the shock occurred. Subsequently a revision procedure was performed where the rv lead was explanted and replaced with another manufacturer's dedicated bipolar high voltage rv lead. No additional adverse patient effects were reported.